Event description:
When pulling an ivc filter out, the lasso portion of the snare separated from the rest of the snare device. In 2008, additional info received: snare had to be snared with a different snare. Completed case with competitor device.